Event description:
As reported by an affiliate, an enterprise stent ((B)(4)) had been advanced into a prowler select plus microcatheter ((B)(4)), but the enterprise became stuck in the distal portion of the microcatheter, possibly due to a kink in the distal portion of the microcatheter, and both devices had to be removed as a unit from the patient. The device did not appear damaged after it was removed. The procedure was completed by implanting the same enterprise stent and four unknown coils in the mca aneurysm using a new microcatheter. No other device had been advanced through the prowler select plus prior to inserting the enterprise, and a continuous flush had been maintained through the microcatheter. There was no patient injury.

Manufacturer narrative:
(B)(6). It was reported that the device is being returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Device returned for analysis on 5/7/2014. As reported by an affiliate, an enterprise stent (enc452812/10533619) had been advanced into a prowler select plus microcatheter (606s255x/15964785), but the enterprise became stuck in the distal portion of the microcatheter, possibly due to a kink in the distal portion of the microcatheter, and both devices had to be removed as a unit from the patient. The device did not appear damaged after it was removed. The procedure was completed by implanting the same enterprise stent and four unknown coils in the mca aneurysm using a new microcatheter. No other device had been advanced through the prowler select plus prior to inserting the enterprise, and a continuous flush had been maintained through the microcatheter. There was no patient injury. A non-sterile select plus 150/5 cm was received coiled inside of its original package inside of a plastic bag. The microcatheter was inspected and no damages were noted on it, just residues of dry blood can be observed on the inside diameter (ID) band of the received device. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro), and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip without any difficulty. With review of the DHR there are no identified manufacturing issues related to the event. Inspections are in place to prevent devices with these types of damages from leaving the facility. The reported resistance in the microcatheter was not confirmed during the functional test. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time.